Event description:
The pt was undergoing femoral venous cannulation for establishing femoral-femoral bypass for a mitral valve repair. The guidewire for the femoral venous cannula was advanced under fluoroscopic and echocardiographic guidance. The venous drainage cannula was advanced. A right ventricle perforation containing the tip of the venous drainage cannula was noted by the surgeon. An uneventful repair was performed, and the operation was completed without incident. The episode was of no apparent clinical consequence per the surgeon.